Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was first completed. The valve was then advanced into the patients body and partially deployed. However, during deployment it was noted that the valve was positioned too shallow in relation to the target implant depth of 3 millimeters (mm). Subsequently, the valve was recaptured. During recapture, it was noted that an infold was present on the valve. Resultingly, the valve was withdrawn from the patient and a new valve was prepared and successfully implanted. Per the physician, the patients calcified anatomy contributed to the valve infold. No patient complications were reported as a result of this event. Additional information was received to clarify that the infold was first observed on a second deployment attempt.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was first completed. The valve was then advanced into the patients body and partially deployed. However, during deployment it was noted that the valve was positioned to shallow in relation to the target implant depth of 3 millimeter's (mm). Subsequently, the valve was recaptured. During recapture, it was noted that an infold was present on the valve. Resultingly, the valve was withdrawn from the patient and a new valve was prepared and successfully implanted. Per the physician, the patients calcified anatomy contributed to the valve infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012997825); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.